Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 978b128 (lot: va32exx); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they wanted to have ins removed but the healthcare provider (hcp) was insistent they call the manufacturer to ask about therapy adjustments. The agent reviewed therapy adjustment options including changing programs which patient had not tried previously. The patient stated that they were constipated, and it seemed to have worsened with ins. The patient also mentioned that when they were first programmed with ins they think the stimulation was set too high because they ended up going to the ER with back pain which resolved when they turned ins off. The patient mentioned they felt the stimulation go down their left leg. The patient also said they got an ultrasound of their spine and were told there was a bump where their lead is. The patient mentioned it hurt to go to the bathroom. The agent reviewed program function and how to change programs. The patient said they would consider the option to change programs and continue working with their hcp.